Event description:
It was reported that the pt had been complaining of increased pain symptoms, feeling unwell and sweats for approximately one week. The healthcare professional suspected a pump issue was present since the last refill. A rotor study and catheter dye study were being planned. The pt was sent for an MRI and the hcp reported seeing 'pump stall message on printout'. The pump was restarted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).